Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the unit was cutting off, bogging down, and the disposable blade was spinning in a jerky motion. Also, there was a broken plastic part on the back of the unit and the power cord was "jiggling". The procedure was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.